Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts were performed but further information was not provided. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the implant procedure of this device, high out of range shock impedance measurements and noise were observed. Troubleshooting was performed, and it was determined that the behavior was related to electromagnetic interference (emi). No adverse patient effects were reported. This device remains in service.